Event description:
It was reported that the customer received an alarm on her insulin pump. The customer's blood glucose was 112 mg/dl. Nothing further was reported.

Manufacturer narrative:
.

Manufacturer narrative:
The insulin pump alarmed during the self test due to a faulty connector on the rf board. The insulin pump was received with a cracked reservoir tube lip and a cracked belt clip slot.